Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to remove and replace the patient's leads (reference MFR. Report 1627487-2014-26322), the physician decided to remove and replace the patient's ipg. As the patient had not recharged the ipg and it was inoperable. It is unknown when the patient had last recharged the ipg.